Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the shocking issue was that they were changed to ¿a 4¿ and 1.5 level. They stated they woke up during the night with ¿shock waves¿. No steps had been taken to resolve the issue. They confirmed the shocking at 1.5 had not resolved. The patient mentioned that they were told that the implant could be changed by the manufacturer¿s representative with ¿100 programs¿. After 3, they were that this was all they could do. The patient was to see another specialist on (B)(6)2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had seen their managing doctor on the (B)(6) (unclear if this was (B)(6)) where the assistant reprogrammed their ¿handheld¿ device. The patient did alright for a day but since then they had been wetting and no control. They had tried programs 1-4 and increased to a comfortable stimulation level threshold on each program but still had issues. As an example, the patient had gone to the grocery store today and by the time they drove 4 miles they were wet all over and their pad was completely soaked. It was noted that the patient was on program 3 at the time. The patient mentioned that they healthcare professional¿s (hcp) office to them to contact the manufacturer for a doctor closer to them for reprogramming (patient currently had to drive 8 hours to see the surgeon). The patient was provided with physician listings. Additional information received from the patient on (B)(6) 2018 reported that they were ¿having a good bit of problem, nothing is working¿ and they were ¿flooding and soaking wet¿. The patient stated that they had ¿good luck¿ with it until ¿all at once¿. They had been in contact with the hcp¿s office and had met with the manufacturer¿s representative and had the device adjusted twice (maybe 3 times). The patient mentioned the representative had made 7 adjustments and were told that there was nothing more they could do. Their doctor did a CT scan and it was noted that the implant procedure was done well with no issues with the implant components. The doctor referred them to a different doctor. The patient was familiar with how to use the programmer. They reported they were on program 4 at 0.5 and had it up to 2.5. The patient stated that they had it at 1.5 and was getting shocked so bad after being woken so it the level was lowered to 0.5. The patient was redirected to follow up with their hcp and they had an appointment with their new doctor on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have had problems with the device. Patient has been seen 3 different times and said they have had their interstim adjusted 7 times. Patient was told not to give up as they had 100 programs they could use and they would find one that would work on patient. Patient has an appointment on (B)(6) 2019 again and wanted to know what to do. They also have another appointment on (B)(6) 2019 but they no longer have hope for the device. Patient's incontinence has gotten bad again after hurting their hip and left leg. No further complications were reported or anticipated.